Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082) batch number 0198093. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that six unspecified locations from the nevada health department received potential false positives and false negatives while using bd rapid detection of sars-cov-2 veritor assays. There was no report if repeat tests were performed and which type of confirmatory testing was used. Despite multiple attempts to contact the customer to obtain additional information for this event, no response has been received. There was no report of patient impact. This report is for unspecified location #2. Eua#: eua (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that six unspecified locations from the nevada health department received potential false positives and false negatives while using bd rapid detection of sars-cov-2 veritor assays. There was no report if repeat tests were performed and which type of confirmatory testing was used. Despite multiple attempts to contact the customer to obtain additional information for this event, no response has been received. There was no report of patient impact. This report is for unspecified location #2. Eua#: (B)(4).

Manufacturer narrative:
The following fields were updated with corrections: date of event: (B)(6) 2020.

Event description:
It was reported that six unspecified locations from the nevada health department received potential false positives and false negatives while using bd rapid detection of sars-cov-2 veritor assays. There was no report if repeat tests were performed and which type of confirmatory testing was used. Despite multiple attempts to contact the customer to obtain additional information for this event, no response has been received. There was no report of patient impact. This report is for unspecified location #2. Eua#: (B)(4).